Manufacturer narrative:
This report is being submitted as follow up no. 1 to update sections, and to provide the completed investigation. One 6 fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. No other accessory components were returned with the device. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position. The anchor had not fully exited at the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was still present within the sheath. No other visual anomalies were noted with the device. Functional testing was performed, and the deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was applied to the anchor and the suture unspooled as intended with collagen; however, tamper tube did not exit from the sheath. No other functional anomalies were noted with the device. Then, the device was dissected to discover the cause of obstruction. The carrier tube was cut, and the presence of the tamper tube was confirmed. The tamper tube was dimensionally measured and found to be: the outer diameter of the tamper tube = 0.060'', and the inner diameter of the tamper tube =0.024''. All measurements were found to be within manufacturer specifications. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device was not placed in the full forward lock position or there was an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the state of the actual sample and the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device failed. When they went to pull back the device to deploy it, the complete device pulled out. They said that it seemed as if the device had no suture, anchor, or collagen to deploy. There was no harm to the patient. Additional information was received on may 14, 2019. The procedure performed was an angiogram using a 6fr sheath. A pre-deployment angiogram was performed. Hemostasis was manually achieved. The patient was reported to be doing fine.